Event description:
It was reported that the ventilator's o2 concentration monitoring failed. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported o2 monitoring failure. Our field service engineer investigated the ventilator on site and during the investigation no faults could be found and that the device is in functional condition. No logs or any parts were replaced, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).